Event description:
Boston scientific received information that this right ventricular lead was repositioned after loss of capture and a dislodgement of the lead was confirmed. The procedure was completed with no complication, and the lead remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.